Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was 236 mg/dl. The customer stated that the down button was not working. The customer declined troubleshooting for keypad anomaly. The insulin pump will be returned for analysis.